Event description:
It was reported that during an unknown procedure, the tip detached only after using the device for five minutes. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.